Event description:
It was reported that patient had pain at the lead anchor site in the spinal subcutaneous tissue. Physician felt tenderness at this site and thought it may had be the strain relief loop at the lead anchor site. The physician took an x-ray to verify lead migration, which one of two leads moved. The patient was scheduled for lead revision/replacement. Additional information received reported that physician was able to move the existing lead; no new device was implanted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).